Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced fluid loss. A surgical procedure was performed during which it was found that both cylinders had tears on the outer material layer. All components aside from the original reservoir were removed and replaced. No patient complications were reported.